Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a customer was receiving lower sensor readings from the freestyle libre 2 sensor compared to readings obtained on the built-in meter. The customer became agitated and went to the emergency room where a glucose result of 22 mmol/l was obtained on a healthcare meter. The customer was diagnosed with hyperglycemia and received insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event. Sensor readings of 4.3 mmol/l, 5.4 mmol/l and 8.1 mmol/l were taken in comparison to readings of 19.4 mmol/l, 20 mmol/l, and 21.4 mmol/l obtained on the built-in meter. These results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.